Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Sections could not be completed with the limited information provided. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately nine years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Review of invoice history shows the modular head and acetabular cup were removed and replaced and a poly liner was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and lab results noting pre-revision ion levels to be elevated versus a decrease in levels post-revision. Additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One m2a-magnum mod hd sz 50mm and one m2a-magnum pf cup 56odx50id were returned and evaluated. Upon visual inspection the head taper has a black line around the inside and damage to the face of the device. The outside radius has some scuffing and a dull spot to the finish. The cup has scuffing to the inside radius and there is debris on the outside radius. Additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An updated investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Patient weight over 300 lbs. Part: 157450, m2a-magnum mod hd sz 50mm, lot: 838780. Part: us157856, m2a-magnum pf cup 56odx50id, lot: 892130. Part: 11-103206, taperloc por lat fmrl 12.5x145, lot: 369700. Part: 139256, m2a-magnum 42-50 tpr insrt std, lot: 092670.

Event description:
Patient was revised nine years post initial implantation due to elevated metal ions, pain, and ratcheting in the hip. During the revision procedure, metallosis appearing fluid was evacuated from the joint space. The acetabular shell and femoral head were replaced without complication. Attempts to obtain additional information were made; however, none was available.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised approximately nine years post-implantation due to discomfort, audible noise and elevated ion levels. The surgeon noted right hip wear of joint surface, with associated symptoms of ratcheting.